Event description:
Meter name: profile, strip name: one touch strips, meter code: 7, strip code: 7, strip storage: stored properly, symptoms: felt symptoms of low blood sugar. A patient reported they hospitalized last week because results were high yet the patient felt symptoms of low blood sugar. Their meter allegedly was inaccurately erratic. The results on their meter was unknown. The result on the hospital was unknown. The time difference between patient's meter and: no comparison. Treatment was: unknown. No further information has been reported.